Event description:
It was reported the patient observed a red light on their remote control indicating an issue with their snm tined lead. The patient's device was connected to the control panel, which showed four open impedances and an error message. The error message was cleared, and an attempt to reprogram the device was made. The patient underwent a revision procedure on (B)(6) 2026, for their tined lead and neurostimulator. There were no additional complications as a result of this event.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block d10: model number/catalog number: 4101 serial number: (B)(6). Batch/lot number: ax1t027243 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4). Block h11: investigation details: the device was returned for analysis. A media inspection was performed; the impedances were open and there was an error message on the screen. A visual inspection of the tined lead revealed the tined lead was broken into 2 segments and all the electrode wires were broken. Lead appears to have been cut. No further investigation could take place. Lack of efficacy is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients. A risk review was completed and confirmed that the events of inadequate stimulation, high impedance and error codes displayed on rc were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem. Correction: block b1: adverse event and product problem block e1: email address block h6: device code.

Event description:
It was reported the patient observed a red light on their remote control indicating an issue with their snm tined lead. The patient's device was connected to the control panel, which showed four open impedances and an error message. The error message was cleared, and an attempt to reprogram the device was made. The patient underwent a revision procedure on (B)(6) 2026, for their tined lead and neurostimulator. There were no additional complications as a result of this event.